Event description:
The customer reported that a technologist observed sparks while reseating the middle plug on the sample arm printed circuit board (pcb) in attempt to address a level sense error on a dimension exl 200 integrated chemistry system. The spark did not touch the technologist, and the technologist did not require medical attention. There were no reports of adverse health consequences, burning smell, smoke, flames, or injuries due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that a technologist observed sparks when reseating the middle plug on the sample arm printed circuit board (pcb) in attempt to address a level sense error on the dimension exl 200 integrated chemistry system. Quality control (qc) and patient samples were not impacted. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced the sample arm, level sense sample cable conduit and level sense board. The cse verified the level sense functionality and a performed a system check and qc, which were found to be acceptable. Siemens further evaluated the event and concluded the level sense board and sample arm potentially caused the spark. The analyzer is underwriters' laboratories (ul) listed and meets the required safety standards, which ensures that materials used do not lead to open flames. The instrument is performing according to specifications. No further evaluation of this device is required.